Event description:
It was reported that pump was showing falsely low insulin amounts that caused early empty readings and wasted insulin. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, was reportedly out of warranty and in process of obtaining new device, and no additional actions were taken by technical support.